Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up was performed due to a patient notifier alarm, which was triggered by hv lead impedance. The patient had received an inappropriate shock due to af and hv lead impedance. All the other measurements were in range. Patient has spontaneous rhythm. The patient is enrolled in merlin@home and in stable condition.